Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Intuitive surgical inc., (isi) followed up with the initial reporter (sterile processing supervisor) and obtained the following additional information: the reported 8 mm cadiere forceps instrument will be returned to isi for further evaluation. The reporter was not able to provide further details on event occurrence.